Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the arrow did not come out when the surgeon pulled the trigger because the arrow caught on the tip of the needle during the arthroscopic meniscus repair surgery on (B)(6) 2018. The surgery was completed by using alternative device (same p/n, and lot number was unknown). The surgeon commented that there was no clicking sound when pulled the trigger. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The truespan gun was returned with no implants and no silicone sleeve. Visual observation revealed a plastic tube taped around the needle. When the tube was removed, the needle appeared to be slightly bent. Functionally, the gun works as intended. When the trigger was pressed fully, a click sound was heard. This complaint cannot be confirmed. Furthermore, a search was performed for this part and lot combination and no nonconformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received from the affiliate on 27september2018: it was noted the failure occurred while trying to implant the first implant. No further information was provided about the needle angle, whether the surgeon fully depressed the trigger, if the tip of the needle was still in the scope view, if the surgeon penetrated the meniscus all the way to the depth stop, if the surgeon used a probe, how the detached implants were removed, the patient¿s bone quality, if the surgeon was off axis, if the same bone hole was used, or whether the implant was removed or debris left in the patient. Another device of the same part number was used to complete the procedure.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).